Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-20. H6: investigation summary: it was reported that the plunger is stopping during the injection. To aid in the investigation, one hundred fifty-eight samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed and no defects of imperfections were observed. Sixty random samples were selected and tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1263323. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that while using bd posiflush¿ sp prefilled saline syringe, the plunger is stopping during injection. No patient impact reported. The following information was provided by the initial reporter: recently, we have been experiencing an issue with these syringes where the plunger is stopping during injection. The only way to move the plunger further is to forcefully push it. Several people have experienced this issue.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: it was reported the plunger is stopping during the injection. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1263323. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd posiflush¿ sp prefilled saline syringe, the plunger is stopping during injection. No patient impact reported. The following information was provided by the initial reporter: recently, we have been experiencing an issue with these syringes where the plunger is stopping during injection. The only way to move the plunger further is to forcefully push it. Several people have experienced this issue.